Event description:
It was reported the atrial connector was broken. The wires won't snap in. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of atrial output connector being broken. It was also noted that the lower case was broken.